Event description:
It is reported that the pump exhibited a fatal error message. No patient involvement or injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history report (DHR) review was not applicable in this case because the defective component (main board) is not evaluated or tested in any way prior to distribution to the customer. The pump's manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No causes or potential causes of the customer's reported problem were found during the review of service and repair record. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified flash memory post. During functional testing the flash memory post error was found at power up. The main printed circuit board (pcb) did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main pcb and performed pm maintenance and all functional testing.